Event description:
While measuring on the blood gas analyzer abl825, inaccurately low potassium values were obtained compared to a reference measurements on another abl 825. No alarm or error messages have been given. There has been no allegations of death or injury.

Manufacturer narrative:
The case is still being investigated, and a follow-up report will be provided once the investigation is complete.